Manufacturer narrative:
(B)(4) implantable pacing lead 1990 (B)(6); (B)(4) implantable pulse generator 2013 (B)(6); 407658 implantable pacing lead 2005 (B)(6); 4024-52 implantable pacing lead 1994 (B)(6); 5034-52 implantable pacing lead 1996 (B)(6). (B)(4).

Event description:
It was reported that the patient developed bacteremia. Cultures were taken from the device pocket and blood. The implantable pulse generator (ipg) and leads were explanted. Laser lead extraction attempted, two leads entirely removed and three leads partially removed. The patient had open chest surgery to remove remaining portions of leads, a temporary pacing system was implanted, and a few days later replaced with a new pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 48 cm. A medial portion was received measuring 48 cm. Analysis revealed the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.